Manufacturer narrative:
On (B)(6) 2018 the device was in use on a patient at the time of the incident. Biomed did not receive a report from the users of patient injury. Biomed reported the incident was documented as following: " defib was connected and charged and was not discharging a shock (during cardioversion procedure) when the appropriate button was pressed. This occurred 10 times even after turning the machine on/off and changing settings. A second machine (1b) was trialed and the medical team experienced the same outcome. Ultimately a different machine was used successfully after changing cords." - as per incident report.

Event description:
It was reported to philips that the device failed to shock during an incident. On (B)(6) 2018 the device was in use on a patient at the time of the incident. Biomed did not receive a report from the users of patient injury. Biomed reported the incident was documented.